Event description:
The hcp reported that the device was explanted prematurely 47 months after implant. No pt symptoms were reported. Another pump was implanted. A follow-up report will be sent when additional info becomes available.